Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a hypoglycemic event. Patient reported she was in a beauty shop getting her hair done. The cosmetologist noticed that the patient's responses were slow and incoherent. 911 was called and an ambulance arrived. Patient was treated with an IV of glucose. Patient declined to be transported to hospital. Patient's husband brought her home. At the time of event, patient was using the continuous glucose monitor (cgm). Patient reported that the cosmetologist usually hears the cgm alarms, but since the cosmetologist didn't say anything, patient is not sure if the cosmetologist did hear an alarm. At the time of contact, patient is okay. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4)

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver logs were downloaded no errors related to the defect where found. The device was opened and inspected with no visible moisture damage. A manual test was performed and the speaker did not sound. The customer complaint was confirmed with the failed audio test. The root cause was determined to be a defective speaker sub assembly.